Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Additionally, it was reported that the pump reset unexpectedly. Reportedly, the customer reloaded the same cartridge and continued insulin therapy. Customer¿s blood glucose level was between 258 and 330 mg/dl mg/dl.